Event description:
Literature was reviewed regarding low-voltage measures of shock impedance (lvsz) to monitor integrity of leads. The authors described a simulation of in-pocket insulation breaches that cause short-circuits during shocks. The implantable cardioverter defibrillators (icds) and leads were placed in an electrolyte bath to simulate insulation breaches. Polystyrene sheets were used to control the breach-ICD separation. The devices did not alert or trigger a warning. Lvsz failed to detect the insulation breaches. The status of the devices is unknown. There was no patient involvement.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event did not involve any patients. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: why low-voltage shock impedance measurements fail to reliably detect insulation breaches in transvenous defibrillation leads. Heart rhythm. 2019. 16:1729¿1737. Doi: 10.1016/j.hrthm.2019.05.021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.